Event description:
The micro saggital saw was returned for service. Upon evaluation at the manufacturer, it was found to run without user activation. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Corrosion was discovered within the motor assembly.